Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to a retention meter and master lot strips using quality control material. Testing results: qc 1: 3.3 inr, qc 2: 3.3 inr , qc 3: 3.3 inr . All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested on the meter, resulting as 4.1 inr. 15 minutes later, the customer tested another sample on the meter and the result was 4.3 inr. Within 7 hours, a sample from the patient was tested in the laboratory on a siemens ca-7000 system using dade innovin reagent, resulting as 1.8 inr. The laboratory value was believed to be correct. The meter results were not believed to be correct. No adverse events were alleged to have occurred with the patient. The patient was not treated and coumadin medication was not changed based on the meter results. The patient currently has not signs of bleeding or bruising. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every 2 weeks. The customer was not anemic, did not take heparin, does not have antiphospholipid antibodies, did not take direct thrombin inhibitors, had no change in coumadin, had no new medications, had no diet changes, and had no new illnesses. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.